Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that one of the pads latis braiding had unraveled and the pad had detached from the jaw. Based on the condition of the returned unit, it is likely that the torn latis material occurred as a result of the use of the grasper. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: lap bso. Event description: prior to reporting, internal hospital document filled by nurse states: blue grasper tip came off in patient during laparoscopic salpingo-oopherectomy and was luckily seen and found immediately. From pcf on 25jun2025: grasper was being used as per usual, and the operating team noticed the blue "latis" pad had fallen off the grasper tips. Additional information was provided by [name], ama territory manager via email on 26-jun-2025. The lot number of the complaint device was confirmed as 1538058. The territory manager believes it would have been ordered from [location]. Intervention: device was replaced. Patient status: unaffected.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap bso. Event description: prior to reporting, internal hospital document filled by nurse states: blue grasper tip came off in patient during laparoscopic salpingo-oopherectomy and was luckily seen and found immediately from pcf on 25jun2025: grasper was being used as per usual, and the operating team noticed the blue "latis" pad had fallen off the grasper tips. Additional information was provided by [name], ama territory manager via email on 26-jun-2025. The lot number of the complaint device was confirmed as 1538058. The territory manager believes it would have been ordered from [location]. Intervention: device was replaced. Patient status: unaffected.